Event description:
Blood glucose monitoring system "relion ultima" mfg by solartek mfg for walmart corp, distributed by solartek products. Lot 02h221d. Box has no tamper proof seal, device had lancet already installed and consumer's husband was pricked by lancet. Kit advertised it came with 10 lancets and none were present, except for 1 that was installed. Battery tab was also removed, plastic cover to the display was removed and stuck to the users manual. Consumer called 4 local walmarts to check device and none had tamper-proof seals on box. Consumer called MFR and blamed walmart. Solartek not located in facts. Solartek is subsidiary of medisense division of abbott laboratories, markets it exclusively through wal-mart and sam's club under relion brand.